Event description:
It was reported that the user experienced a scan error when attempting to start a new freestyle libre 3 plus sensor with their app, with multiple unsuccessful scans followed by successful connection after the app was reinstalled, consistent with intermittent communication failure involving the antenna/electrical and magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the app and sensor that was resolved after reinstalling the app, aligning with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.